Event description:
It was reported that the patient experienced "extreme levels" of left side back pain following hospitalization for congestive heart failure and pneumonia. The patient was still in the hospital and it was unknown if he was receiving satisfactory stimulation relief because the patient programmer was not available to check the status of the stimulator. It was noted the patient received stimulation for back and leg pain. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead model: 3776-45, lot#: v531637024, implanted: 2011 (B)(6), explanted: na, lead model: 3776-45, lot#: v531637025, implanted: 2011 (B)(6), explanted: na, programmer model: 37743, serial#: (B)(4), recharger model: 37752, serial#: (B)(4). (B)(4).